Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon handling and opening the envelope, the device thread broke so it was not used on patient. There was no patient injury.